Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room to treat blood glucose (bg) level over 600 mg/dl and diabetic ketoacidosis. Subsequently, the customer was hospitalized. Allegedly, the customer was not receiving any insulin from the pump. Bg was treated with intravenous insulin. Reportedly, the customer did not sustain any permanent damage. The customer reverted to manual injections for insulin therapy.